Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, scratched case and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and could not be cleared. Customer replaced battery but alarm remained. Customer does not recall any significant events leading to the error. Customer's blood glucose was 179 mg/dl at the time of incident. No further information was given.